Manufacturer narrative:
Customer claims that he developed a pressure sore due to cushion going flat but roho, inc. Has not seen medical records to confirm this. The manufacturing records were reviewed and indicated the cushion passed all inspections and verifications. The cushion was returned and a product evaluation was performed, which identified cushion creasing with probable cause due to improper product maintenance. The complaint for the cushion was received on 10/04/2022, but roho, inc. Was not made aware of alleged injury until 01/17/2023. During this lapse in time, the cushion was disposed of. As a result, a full evaluation report could not be completed on cushion. Cushion operation manual contains safety information related to checking skin frequently for redness or bruising and instructions to check inflation that reads: "check skin frequently, at least once a day. Redness, bruising, or darker areas (when compared to normal skin) may indicate superficial or deep tissue injury and should be addressed. If there is any discoloration to skin/soft tissue, stop use immediately. If the discoloration does not disappear within 30 minutes after disuse, immediately consult a healthcare professional. Check inflation frequently, at least once a day. Do not use a product that is underinflated or overinflated, because 1) the product benefits will be reduced or eliminated, resulting in an increased risk to skin and other soft tissue". If additional information is received, a follow-up report will be submitted.

Event description:
Customer stated that a pressure injury developed because cushion was going flat.